Manufacturer narrative:
(B)(4). Foreign country: (B)(4). This product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a washout procedure due to a small infection. The patient is doing well and the product remains implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. It was also reported that the patient underwent a "washout" procedure and no product was explanted. There was an infection in the area of the implant and a resulting cleaning procedure; therefore the complaint is considered confirmed. No product was returned and no tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. There is no evidence to indicate that the infection is device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.